Event description:
On (B)(6) 2025, a customer reported to hologic receiving discrepant results using aptima hpv assay (master lot 916336) on panther plus instrument (serial number (B)(6). On (B)(6) 2025, following service on their panther plus instrument (sn (B)(6), customer decided to perform a verification run using 10 samples that previously resulted hpv positive and 10 samples that previously resulted hpv negative. Two of the initial hpv positive samples (sample ids (B)(6) resulted as hpv negative on hpv. (B)(6). On (B)(6) 2025, the customer opted to perform another retest on these sample ids: (B)(6), alongside an additional 5 sample ids that initially tested hpv positive and 5 sample ids that initially tested hpv negative. Sample ID (B)(6) resulted hpv negative, while sample ID (B)(6) resulted hpv positive on hpv (B)(6). Of the additional 5 hpv positive samples retested, 2 (sample ids: (B)(6) produced hpv negative results. For all these samples, the initial positive results were reported and the retest results were not reported. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this issue.

Manufacturer narrative:
Hologic technical support (ts) reviewed all of worklists and noted no hardware or reagent preparation issues. Suspected potential sample mishandling or low target samples. Ts informed the customer that using patient samples for verification runs is not recommended and the customer understood. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.